Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will be follow once the analysis has been completed.

Event description:
It was reported that the reservoir leaked past the o-rings. The blood glucose reading was not reported. No further info was provided.